Event description:
The customer reported intermittent errors on boot up that inhibited the boot process. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The charger pcb and filament driver pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.